Event description:
Spontaneous report, from france. Local reference: #(B)(4). Quality complaint was opened: references #ID (B)(4).. This initial serious case report was received on 01-may-2021 from dentist via our sales representative, follow-up 1 information received on 03-may-2021 from dentist directly by phone-call and follow-up 2 information received on 15-jun-2021 from quality department by email. All versions were processed together. The report described a separation of device materials with the ultra safety plus twist medical device, leading to a needle breakage in the gum tissue in a patient aged of 57 year-old (gender unspecified) during a dental anesthesia prior a dental implant surgery on (B)(6) 2021. The body of the medical device jumped causing breakage of the dental needle, localized at the hub and following a renewal of injection, the dental needle was broken at the middle of the needle into patient's mouth. The dentist reported that he had to change his steril gloves 7 at 8 times. No information was provided of the number of injection, and he did not suspect an extreme pressure applied during the procedure. At the time of this report, no injury occurred on patient's mouth (no piece of the dental needle was stayed into the gum tissue). Following these episodes, the dentist noted that he did not respect the instruction-use due to using the wrong end caps. Other information on product: septodont batch number #1 batch number f51708aa ; exp. Date 31-aug-2025 (using 3 times), #2 batch number f51690aa ; exp. Date 30-oct-2025 (using 3 times) based on available data from quality department: no return of the suspected samples. A cause due to the quality defect of the usp twist part a is discarded. Consequently, the cannula breakage is considered like a consequence of the wrong use of the device by the dentist: use of the usp twist part a with usp part b (black handle instead of usp twist part b). No more information was available. Sender comment: causality assessment on 10-may-2021 on initial information received on 01-may-2021 and 03-may-2021: re-evaluated on 18-jun-2021 on add info received on 15-jun-2021: a. Seriousness: serious (required intervention to prevent permanent impairment/damage) b. Expectedness: product preparation error: unexpected fr device breakage: unexpected fr needle broken: unexpected fr no adverse event: expected fr c. Causality a) latency - compatible b) recognized association - no c) analysis - based on quality investigations results and information provided by the dentist, the root cause of the incident was determined to be an unintended use error by the dentist. The dentist confirmed that he made a mistake by using the usp handle (black) instead of usp twist handle (blue). The lock system of the usp and usp twist are not the same, which, in this case, prevented the needle to correctly lock on the handle leading to device separation. Due to the breakage of the device, the dentist reported that the needle broke in patient's mouth but it did not impact the patient as there was no fragment of the cannula retrieved in patient's gum. The details of assembly procedure of the device as well as compatibility with other devices are mentionned in the product's notice. Moreover, the company already made a communication to the dentists to remind them of the good conditions of use of the device. Consequently, no corrective action will be done. The causal relationship was assessed as unlikely. D) dechallenge - n/a e) rechallenge - n/a. Concluded causality who: unlikely.

Manufacturer narrative:
Preliminary results and conclusion of manufacturer's investigation: based on first information available, the breakage of the device is due to an error from the dentist who reported that he used the wrong handle for the needle. The dentist used the ultra safety plus handle (black) instead of ultra safety plus twist handle (blue). The lock system of the usp and usp twist are not the same, which, in this case, prevented the needle to correctly lock on the handle leading to device separation. Due to the breakage of the device, the dentist reported that the needle broke in patient's mouth but it did not impact the patient as there was no fragment of the cannula retrieved in patient's gum. The dentist confirmed that he made a mistake by using the wrong end caps for the handle usp twist, therefore the root cause of the incident is most likely considered to be a use error of the device. This case described a confirmed use error of the usp twist device by the dentist, therefore no CAPA was implemented based on quality investigations results and information provided by the dentist, the root cause of the incident was determined to be an unintended use error by the dentist. The dentist confirmed that he made a mistake by using the usp handle (black) instead of usp twist handle (blue). The lock system of the usp and usp twist are not the same, which, in this case, prevented the needle to correctly lock on the handle leading to device separation. Due to the breakage of the device, the dentist reported that the needle broke in patient's mouth but it did not impact the patient as there was no fragment of the cannula retrieved in patient's gum. The details of assembly procedure of the device as well as compatibility with other devices are mentionned in the product's notice. Moreover, the company already made a communication to the dentists to remind them of the good conditions of use of the device. Consequently, no corrective action will be done. This is the first complaint for a "injection device disassembling" defect for the f51690aa (150'500 devices) and f51708aa (159'500 devices). The controls done during the investigations permit the detection of insufficient assembly force between handle and usp barrel and sheath (>100n). The notice details the procedure to assembly of the injection device with detailed illustration. Moreover, the dentist admitted to use the wrong handle with the device. Consequently, and without quality product issue identified during this investigation, the residual risk is judged acceptable. Manufacturer final comments: this is the first complaint for a "injection device disassembling" defect for this batch of usp twist device. The dentist indicated later that he used the wrong handle with the usp twist part a (injection device). Moreover, no quality defect of the cannulas was observed during this investigation. Another complaint was registered for the f51690aa for cannula breakage. After investigation, the cannula breakage was due to wrong use of the device by the dentist (multiple cartridges) and no quality defect of the cannula was proven. Consequently, the cannula breakage is considered as a consequence of the wrong use of the device by the dentist: use of the usp twist part a (injection device) with usp part b (black handle instead of usp twist part b (blue handle)).

Manufacturer narrative:
Preliminary results and conclusion of manufacturer's investigation: based on first information available, the breakage of the device is due to an error from the dentist who reported that he used the wrong handle for the needle. The dentist used the ultra safety plus handle (black) instead of ultra safety plus twist handle (blue). The lock system of the usp and usp twist are not the same, which, in this case, prevented the needle to correctly lock on the handle leading to device separation. Due to the breakage of the device, the dentist reported that the needle broke in patient's mouth but it did not impact the patient as there was no fragment of the cannula retrieved in patient's gum. The dentist confirmed that he made a mistake by using the wrong end caps for the handle usp twist, therefore the root cause of the incident is most likely considered to be a use error of the device. This case described a confirmed use error of the usp twist device by the dentist, therefore no CAPA was implemented

Event description:
Spontaneous report, from (B)(6). Local reference: #(B)(4). Quality complaint was opened: references #ID (B)(4). This initial serious case report was received on 01-may-2021 from dentist via our sales representative and follow-up information received on 03-may-2021 from dentist directly by phone-call. Both versions were processed together. The report described a separation of device materials with the ultra safety plus twist medical device, leading to a needle breakage in the gum tissue in a patient aged of (B)(6) year-old (gender unspecified) during a dental anesthesia prior a dental implant surgery on (B)(6) 2021. The body of the medical device jumped causing breakage of the dental needle, localized at the hub and following a renewal of injection, the dental needle was broken at the middle of the needle into patient's mouth. The dentist reported that he had to change his steril gloves 7 at 8 times. No information was provided of the number of injection, and he did not suspect an extreme pressure applied during the procedure. At the time of this report, no injury occurred on patient's mouth (no piece of the dental needle was stayed into the gum tissue). Following these episodes, the dentist noted that he did not respect the instruction-use due to using the wrong end caps. Other information on product: batch number f51690aa ; exp. Date 30-oct-2025 (using 3 times) no more information was available. Sender comment: causality assessment on 10-may-2021, on initial information received on 01-may-2021 and 03-may-2021: . Seriousness: serious (required intervention to prevent permanent impairment/damage) . Expectedness: product preparation error: unexpected fr device breakage: unexpected fr needle broken: unexpected fr no adverse event: expected fr . Causality latency - compatible recognized association - no analysis - based on first information available, the breakage of the device is due to an error from the dentist who reported that he used the wrong handle for the needle. The dentist used the ultra safety plus handle (black) instead of ultra safety plus twist handle (blue). The lock system of the usp and usp twist are not the same, which, in this case, prevented the needle to correctly lock on the handle leading to device separation. Due to the breakage of the device, the dentist reported that the needle broke in patient's mouth but it did not impact the patient as there was no fragment of the cannula retrieved in patient's gum. The dentist confirmed that he made a mistake by using the wrong end caps for the handle usp twist, therefore the root cause of the incident is most likely considered to be a use error of the device. The causal relationship was assessed as unlikely. Dechallenge - n/a rechallenge - n/a concluded causality who: unlikely